Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed in the lab for a broken occluder foot, however, the root cause of this problem is undetermined. A batch review for the manufacturing lot number did not show any related problems. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
After use for one month, it was observed that fluid flow cannot be stopped even if the clamp is closed. Additional disinfectant was not used. There was patient involvement, but no patient injury or medical intervention was reported. No further information is available.